Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced flow issues. The following information was provided by the initial reporter: primary tubing would not allow for a secondary to pull (continued to pull from primary bag.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 20-may-2022. Medwatch report # (B)(4).

Manufacturer narrative:
Investigation summary one sample model 2420-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline and attached to a secondary set primed with blue dye. The sets were allowed to free flow. The secondary set was flowing down the primary set. The customer complaint that the primary tubing would not allow for a secondary to pull could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0500 lot number 22033174 was performed. The search showed that a total of 34563 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced flow issues. The following information was provided by the initial reporter: primary tubing would not allow for a secondary to pull (continued to pull from primary bag.